Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-04641. Additional information received identified the patient had two leads. Xrays confirmed lead migration on both the leads. The patient underwent surgical intervention on (B)(6) 2017 wherein the leads were disconnected from the ipg and were tested intraoperatively. Diagnostics determined high impedances on one of the lead and fracture was confirmed. The fractured lead was explanted and replaced with another model which has resolved the issue. Additional lead is added as device 2. Device information is unavailable at this time. It is unknown which lead was explanted and replaced. Therefore both the leads are reported explanted.

Manufacturer narrative:
(Corrected data): date received by manufacturer was reported incorrect in the initial report. Instead of aug 4, 2017, it should be sep 8, 2017.